Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive up arrow button due to corroded keypad trace. The insulin pump was unable to perform a displacement test due to an unresponsive button. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was able to clear the alarm but now the buttons are unresponsive. Customer's blood glucose was 11.6 mmol/l. Customer was advised to discontinue use and revert to a back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.